Event description:
It was reported, that a male patient underwent a cardiac ablation procedure. And suffered a stroke during the case. This was confirmed by computerized tomography (CT) scan. The patient stayed an extra night in the hospital. No ablation was ever performed during the case. The biosense webster, inc. (Bwi) decanav electrophysiology catheter was in use at the time of the event. However, the physician did not attribute the cause of the event to the bwi product, but to the usage of an agilis sheath from st. Jude. The physician stated, that the sheath was too stiff and pressed into abnormal tissue formation around the aorta. Patient's outcome is unknown. No bwi product malfunction was reported. Pc- (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).